Manufacturer narrative:
The date of event is estimated. Exact explant date is unknown. Based on the information provided a product problem was not identified. As a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was experiencing ineffective therapy. Further investigation revealed lead migration. As a result, surgical intervention was undertaken in (B)(6) 2023 where the patient's system was explanted to address the issue.